Event description:
It was reported that a malfunction alarm with code malf 16 occurred, which could not be reset. There was no reported adverse impact to the customer¿s blood glucose level. The customer was instructed to switch to multiple daily injections (mdi) as a backup therapy.